Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(6). (B)(4). Investigation / evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), specifications, and trends was conducted during the course of investigation. The customer returned two used embolization coils along with images; which showed the location of the separated piece of the coil as well as the coils as they were removed. An inspection of the returned products revealed the first coil measured 3.2 cm in length and a kink was noted at 2.0 cm from the distal tip. The tip junction was present in this coil. In the second coil, it was found that the coil measured 3.1 cm in length. This coil did not have the tip junction and the proximal end was noticeably wider. This implies that the end coil was still in place. So while the length appears to be correct, the presence of the end coil and absence of the tip joint confirms the customer's noted separation. The complaint device is inspected per quality control specification. There is a confirmation of the outside diameter and length of the main coil and if specified, the length of the end coil. The tip junction is also confirmed and if specified, that the end coil is secure and not rough or burred and that there is a smooth transition to the coil. It is also confirmed that the coil is free from any kinks or splits and has good uniformity. Based on the information provided and the investigation results, we are unable to determine the root cause of the reported incident. We have notified the appropriate internal personnel and will continue to monitor for similar events. Per the conclusion of the quality engineering risk assessment (qera) no further risk reduction is required.

Event description:
A (B)(6) baby was admitted to the hospital for closure of patent foramen ovale and coiling of the collateral vessels. This procedure was successfully done using another manufacturers occluder. Two (x2) cook imwce devices were used to occlude the collaterals. The physician reported that one of the distal ends of the cook coils broke off and lodged in the patient's posterior tibial artery. The broken piece remains in the patient and the patient was discharged the next day. No adverse effects to the patient were reported.

Manufacturer narrative:
Department: heart centre for children. (B)(4). Event is still under investigation at this time.

Event description:
A (B)(6) was admitted to the hospital for closure of patent foramen ovale and coiling of the collateral vessels. This procedure was successfully done using another manufacturers occluder. Two (x2) cook imwce devices were used to occlude the collaterals. The physician reported that one of the distal ends of the cook coils broke off and lodged in the patient's posterior tibial artery. The broken piece remains in the patient and the patient was discharged the next day. Further investigations and procedures are unknown at this stage. It is unknown if any additional procedures will be required due to this occurrence. No adverse effects to the patient were reported.